Event description:
It was reported that the first balance middleweight (bmw) guide wire was used during the procedure without problems. During retraction from the patient anatomy, some friction was felt between the guide wire and the introducer sheath. The bmw guide wire and the introducer sheath were removed as a single unit, without any adverse patient effects. Outside the patient, a new bmw guide wire was inserted into the same introducer sheath and again some friction was felt (during insertion), so it was not used in the patient. The procedure was completed by using a non-abbott guide wire used with the same introducer sheath. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported physical resistance and difficulty to remove could not be replicated or confirmed in a testing environment, as it was based on operational circumstances. Based on the visual, dimensional, and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incident reported for difficult to remove. Based on the information reviewed, there does not appear to be any indication of a product quality deficiency.